Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8596sc, serial#: (B)(4), product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8596, serial/lot #: (B)(4), ubd: (B)(6) 2006, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). The initial reporter was the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that the representative was with the patient for a catheter dye study. It was reported that the patient's pump had been manually slipped through the skin in order to refill the pump multiple times and that the last couple refills resulted in pocket fills. The caller stated that they felt like there was some fluid around the pump area. It was noted that the caller was unable to interrogate the pump; she had used both the tablet and the 8840 with no success so she was thinking that the pump maybe flipped. The caller stated that she believed the reason for the catheter dye study was to check to make sure the catheter was patent since the pump had been manually flipped so many times. The caller would be following up with the healthcare provider (hcp). No symptoms were reported. No further complications have been reported as a result of this event. Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that a flipped pump was confirmed via fluoroscopy. It was reported that the catheter was projecting out of the left hand side instead of the right and that the hcp flipped the pump and it was then able to be interrogated. The cause of the pump flipping was unable to be determined. It was noted that the hcp was unable to aspirate the catheter and the dye study was aborted. No further complications have been reported as a result of this event.